Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the patient's atrial lead exhibited p wave sensing variation. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.